Event description:
See MDR 203254200700984. It was reported by the hcp that while placing a bravo ph monitor the capsule attached to the patient's esophagus, but would not detach from the delivery system. The capsule was snared off of the esophagus while still connected to the delivery system and the surrounding area was cauterized. A second capsule was attempted with the same outcome before the case was aborted. No serious injury to the patient was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.